Event description:
It was reported that an ilet device exhibited charging difficulty and premature battery discharge, with the battery increasing about 30% after approximately 15 minutes on charge and then depreciating about 30% over a day, and the device not being fully charged before removal from the charger; a third-party charger was used prior to reporting, and the implicated component was the battery. Symptoms included no clinical signs or symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user, as well as review of engineering logs. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.